Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: we were asked to check the operation of this intellicuff because of frequent "cuff system leak" alarms when using it. We checked with a blocked tube and an endotracheal tube, and the "cuff system leak" alarm did not occur. However, the pressurization is operating frequently to maintain the set pressure. The motor is running almost all the time.